Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated

Event description:
It is reported that the tibial articular surface provisional broke during surgery.